Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump gets hot while it is charging. Reportedly, the pump feels like it is over 100 degrees. It was reported that no temperature alarm occurred. The user had not tested their blood glucose level. Reportedly, the user would continue to use the pump until replacement pump is received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue reported by the customer could not be verified. However, a different issue was found.